Event description:
Test is used to determine clotting time prior to, during, and immediately after cardiac bypass. Test is also used during carotid vascular surgery. It measures clotting time to help clinicians know how much heparin to give pt's to prevent clotting while blood flow is stopped or impeded by surgery. Clinicians have been getting widely variant results. When immediately repeated, results significantly different. At times, result is higher after no heparin, and at times, result does not increase with heparin as it should. Staff have been running two machines side by side and/or performed tests more frequently to try to treat the patient, but are unsure of the accuracy of their results. Staff has experienced problems since march. The problem was recently brought to attention of risk mgt. The manufacturer is aware and has already came in to observe practice. The MFR made recommendations for change in practice with anesthetists to align with what perfusionists were doing. Staff still experiencing variant results after adjusting testing procedure. The company has taken one of three machines back for evaluation, and provided one loaner. Of the remaining two machines that remain in house the staff has experienced variant results on both machines. They do not record the serial # of the machine, so detailed incidents can not be attributed to each specific machine. Details of several incidents are being faxed to provide examples of what is happening.====================== health professional's impression============================================ manufacturer response for coagulation system, hemochron signature elite======================they have not yet come to observe what happens during a case to see what is happening.====================== manufacturer response for coagulation system, hemochron signature elite